Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they customer were hospitalized due to high blood glucose level on unknown date. Customer¿s blood glucose level was 580 mg/dl at the time of hospitalization. Customer removed the insulin pump and started manual injections for high blood glucose level. Customer blood glucose was 540 mg/dl all week in the hospital. Customer had a stroke last week. It was unknown whether the auto mode feature was active at time of high blood glucose event. Customer was sent from the hospital to the rehab center. The insulin pump will not be returned for analysis.